Event description:
It was reported that the patient passed away due to an unknown cause. Technical support was contacted and the device was observed to be in backup (bvvi) mode due to a power on reset (por). There is no allegation that any abbott products caused or contributed to the patient's death. The device was explanted following the patient's death.